Manufacturer narrative:
(B)(6).

Event description:
A unit with line sensor error was reported to philips. It is unknown if the device had patient involvement at the time the issue was discovered; however, there was no patient or user harm reported. The device is pending evaluation. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
A device evaluation has not been performed as the service quote expired. Resolution of the reported event is unknown. Multiple attempts were made to follow-up with the customer to obtain repair information; however, no information has been received. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.